Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were intermittently observed in the tubing of multiple infusion sets. Customer¿s blood glucose value was between 300-500 mg/dl. Reportedly, the customer changed the infusion set and cartridge to resolve the issue.